Event description:
It was reported by the rep that during a lap cholecystectomy procedure the device gave an error code 5, the device was retightened and worked for a few minutes then the device gave a solid tone. The surgeon pulled the device out of the abdomen and completed the case with "cathery."

Manufacturer narrative:
Cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade " lockout" later in procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."